Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
Ventec observed a post online alleging that a vocsn device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The post online advised that the patient was breathing on their own and there were no signs or complaints of difficulty breathing. No further details about the patient or the event were provided. Additionally, the post online did not advise of the device's serial number or provide a contact name, etc. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank. The initial reporter information will reflect the ventec employee who observed/reviewed the comments.